Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump was not turning on and just blank display even after changing batteries. The customer also reported the insulin pump was exposed to water prior to the event and also noticed a crack on the pump. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was partially performed and declined for fluid in pump and blank display. The pump was exposed to moisture but there was no visible fluid in the pump. The customer was using the correct battery cap for the pump. The display was blank at the time of the call and the battery cap contacts and battery compartment and/or springs were not damaged. It was was unknown whether the blank display issue was resolved. Troubleshooting was performed for cosmetic damage and found that the location of the damage was at battery tube side. The damage was affecting/impacting pump functionality. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a blank display. Unable to perform the displacement, sleep current measurement, active current measurement, self-tests and unable to download pump history due to blank display. Pump was cut open to perform visual inspection and found heavy moisture damage on the electronic assembly during visual inspection. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube), label damage. Unable to test and unable to download pump history due to blank display. Blank display due to moisture damaged electronic assembly and cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.